Manufacturer narrative:
Continuation of d10: mirage guidewire 103-0608, lot d089879 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marathon catheter ruptured (intact) at the middle section. While performing imaging, it was observed that the contrast was leaking. The marathon catheter and mirage guidewire were replaced with new ones to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing mma embolization. It was noted the patient's vessel tortuosity was moderate. Right eca access vessel diameter was 4.3 mm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no friction or difficulty during the procedure. Aside from rupture, there was no other damage to the catheter. Onyx was not injected. Ancillary devices included phenom plus catheter (lot 232073941).